Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a leakage was not confirmed. In addition to evaluation in b5, due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The scope cover had a crack. The adhesive on the bending section cover had a white-clouded area. The control unit had a scratch. The switch box had a scratch. The paint on the air/water cylinder was peeling. The switch button 1 had wear. The switch button 4 had wear. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a leak near the water supply and the water supply was not sufficient. There was no report of patient harm associated with this event. During incoming inspection, foreign material clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.